Event description:
Patient reported left side severe upper abdominal pain, chest pain, and heart area agony, stabbing pain in left breast that radiates to the back, depression, "feels ridging on left breast", experiencing "tachycardia" and "weight gain" not device related, my family has a history of cancer and breast cancer. Later, patient reported capsular contracture baker grade unknown and deflation. Allegan rep reported capsular contracture baker grade iii with associated pain and superior and medial displacement. Additional report of "mild bilateral hydronephrosis and hydroureter¿ not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade iii.